Event description:
It was reported from the third party service agent that during evaluation of the device for an unrelated issue, the device was observed to likely not detect a patient load at certain ohm levels. In potentially prohibiting the device from detecting a patient load, the device would not have the ability to deliver defibrillation therapy. This was observed during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and verified the reported issue. The therapy pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The device was not returned to physio-control for evaluation.